Manufacturer narrative:
The device is being held by the end-user facility, (B)(4). Upon completion of the quality engineering evaluation a supplemental report will be filed.

Event description:
It was reported, "r2 pads - patient was in cardiac arrest; pulseless electrical activity. When the pad was activated a fire started in the ambulance. Firefighters put out fire with saline. When they arrived at the hospital, patient went into ventricular fibrillation and died. They do not think that the fire was related to death - she had no cardiac activity at any time. This was reported to FDA and they are doing their own internal investigation. Local law enforcement is involved. No other injuries were reported as a result. Monitor was a physio control lifetech 15 set at 200 joules." This was also reported on medwatch report number (B)(4), received at conmed corporation, from the FDA, on (B)(4) 2013. This medwatch report states: "...upon arrival at the hospital in the ambulance bay, before the patient was unloaded from the rescue, the patient was noted to be in ventricular fibrillation. The patient was defibrillated with 200 joules from a lifepak 15 monitor/defibrillator using conmed multifunction electrodes. Upon defibrillation the paramedics describe a fire starting at the right side of the patient's head, the bag valve mask and oxygen tubing started on fire. The fire was extinguished with a bag of normal saline, and the patient sustained burns to the right side of her face, her scalp, ear and right shoulder. ... The patient never had pulses throughout the entire resuscitation effort in the field or in the emergency room. The firefighters were not physically burned."